Manufacturer narrative:
Product ID a810, lot# unknown, product type: software; section other relevant device(s) are: product ID: a810, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was stated that the concentration was supposed to be 500mcg/ml and the patient had always been on a 500mcg/ml concentration, but the pharmacy made a 600mcg/ml concentration for the refill. She stated that the refill nurse did not notice the change and programmed the normal 500mcg/ml concentration. She stated that the drug had not yet reached the patient and was still in the catheter at the time the error was caught, so the programming was corrected and the issue was resolved with no patient symptoms. She stated that the tablet was used during the refill when the concentration error occurred and she was not able to provide the patient's weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity. It was reported that yesterday the hcp never programmed a bridge bolus with a concentration change from 500 mcg/ml to 600 mcg/ml at a dose rate of 185.22 mcg/day. The 500 mcg /ml was left programmed because the hcp never realized the concentration was changed to 600ug/ml from the pharmacy. They were going to change the concentration back to 500 mcg/ml today ((B)(6) 2019), but were inquiring about calculations. The catheter volume was 0.157 ml. Having the hcp call the manufacture technical services back when they were with the patient today so the proper calculations can be done at that time was being considered. No targeted drug deliver symptoms were reported. No further patient complications have been reported as a result of this event.